Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an innova self-expanding stent delivery system (sds) and no other devices. The outer shaft, inner shaft, proximal liner and the remainder of the device were checked for damage. The proximal shaft, and the inner shaft were completely separated from the handle. The inner shaft was damaged/flattened at 53cm from the tip. The stent was not returned; therefore, could not confirm the damage on the stent. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent partial deployment occurred. Vascular access was obtained via contralateral approach. The chronic totally occluded (cto), long target lesion was located in the very little tortuous superficial femoral artery (sfa). After a 6fr 45cm non-bsc guide sheath and 260cm .035 magic torque guide wire was advanced, pre-dilatation was performed with a 4mm sterling balloon catheter. A 6 x 200 x 130 innova(tm) stent was advanced to treat the lesion. However, approximately 60mm through deploying the stent, the physician felt the wheel seem to disengage. At that point, the physician secured the white handle to the patient's leg and attempted to pull the blue deployment pin, but the handle completely disengaged from the stent delivery system (sds). The physician then cut the handle free and finished deploying the stent by pinning and pulling what was left of the sds, but the stent became elongated as a result of the event. The procedure was completed with no patient complications reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent partial deployment occurred. Vascular access was obtained via contralateral approach. The chronic totally occluded (cto), long target lesion was located in the very little tortuous superficial femoral artery (sfa). After a 6fr 45cm non-bsc guide sheath and 260cm .035 magic torque guide wire was advanced, pre-dilatation was performed with a 4mm sterling balloon catheter. A 6 x 200 x 130 innova¿ stent was advanced to treat the lesion. However, approximately 60mm through deploying the stent, the physician felt the wheel seem to disengage. At that point, the physician secured the white handle to the patient's leg and attempted to pull the blue deployment pin, but the handle completely disengaged from the stent delivery system (sds). The physician then cut the handle free and finished deploying the stent by pinning and pulling what was left of the sds, but the stent became elongated as a result of the event. The procedure was completed with no patient complications reported and the patient's status was fine.